Event description:
Customer's mother reported that the up arrow button on the insulin pump was not responding. Customer stated that it makes a louder sound then other buttons when pressed. Customer's blood glucose reading at the time of the call was 319 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to corroded keypad traces. No unexpected sound was noted during a button press. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads.